Event description:
The product complaint report shows the customer alleged that the dmr bag might have malfunctioned while on a pt. The pt later expired, but his death is not believed to have been connected to the alleged malfunction. The device was discarded by the customer and was never tested. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.